Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a right atrial flutter r (r-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported that when the scrub technician was inserting the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, the hemostatic valve broke off, and went inside the sheath. The caller noted that the scrub technician did not use excessive force, and the dilator was inserted at the correct angle. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced and the issue resolved. The procedure continued. The sheath was not being used on the patient. The circular valve inside the vizigo sheath was displaced on insertion of the dilator into the sheath. The valve did not break, it just got separated. The hemostatic valve/brim cap/hub did become detached but became detached inside the sheath.

Manufacturer narrative:
On (B)(6) 2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
It was reported that a patient underwent a right atrial flutter r (r-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. The circular valve inside the vizigo sheath was displaced on insertion of the dilator into the sheath. The valve did not break, it just got separated. The hemostatic valve/brim cap/hub did become detached but became detached inside the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced and the issue resolved. The procedure continued. The sheath was not being used on the patient. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and microscopic examination of the returned sheath. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the carto vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of mechanical damage. The brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record evaluation was performed, and no internal actions were identified. It should be noted that sheath failure is multifactorial. Based on the information currently available, a microscopic examination of the returned sheath indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, and physical damage observed which suggests that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)